Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device failed ops check during the charge shock portion when it froze and then rebooted on its own. There was no patient involvement.